Event description:
Us complainant reported the patient was on impella rp flex and during support, there were placement signal issues. Additionally, bulk air was noted in both the left ventricle and right ventricle. The patient was de-aired and support continued. The patient also had issues with volume status and there were low flows. Blood products were given and support continued.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of embolism and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data logs were reviewed and the logs showed pump flows below intended p-level range at beginning of case. Motor current and placement signal were also variable at that time with cvp going out of range at times of low pump flow. Clinical details noted that the patient was having volume issues on the first day of support and required multiple blood products and was experiencing low flows on both impella and left ventricular assist device (lvad) devices. The root cause of the low pump flows was most likely patient condition related based on data log analysis and clinical details which noted that both lvad device and impella rp flex was experiencing low flows as patient had a volume issue. Embolism: clinical details noted that chest was open during lvad and impella rp flex placement. When closing chest after procedure, a bulk of air was noted in both left ventricle (lv) and right ventricle (rv) with diminished flows on both devices. Patient wet back on bypass and de-air of chest was performed again. The root cause of the embolism could not be definitively determined as no product was returned and limited clinical details were provided. H6 health effect - clinical code 4582 and medical device problem code 1559 were erroneously entered on the initial manufacturer device report number 1220648-2025-29310.